Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an attempt to perform a firmware upgrade, the pulse generator went into backup operation. During the backup, the patient felt uncomfortable and was experiencing diaphragmatic stimulation. The device could not be interrogated. Another attempt to upgrade the device would not be performed. The device was restored successfully. The patient would continue to be monitored with normal follow-up.